Manufacturer narrative:
12/17/2020 - the consumer has accepted a replacement product. Therefore the manufacturer will not be received the product for an investigation.

Event description:
12/15/2020 - the consumer claims the product smelled like it was burning. The consumer accepted a replacement product.